Manufacturer narrative:
Occupation: unknown. PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported an ultrathane mac-loc locking loop multipurpose drainage set was inspected at a distributor. Upon examination, perforation of the device packaging was noted. There was no patient involvement.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. B3 - date of event: in the month of september. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
D10 ¿ product received on: 04nov2020. Investigation ¿ evaluation: bemel logistics / advanced informed cook of an incident that occurred in colombia where the packaging on an ultrathane mac-loc locking loop multipurpose drainage set was perforated at the distributor. There was no patient impact. A review of the complaint history, device history record, instructions for use (IFU), and quality control of the device, as well as a visual inspection, were conducted during the investigation. Cook received one device in its original package. Visual inspection showed a small tear in the clear film over the plastic tray. Additionally, a document based investigation evaluation was performed. The device packaging is 100% inspected for defects. The design history file contains control related to the failure. The device is shipped with instruction for use (IFU) which provides the following information to the user related to the reported failure mode: "how supplied: supplied sterilized by ethylene oxide gas in peel-open packages. Intended for one-time use. Sterile if package is unopened or undamaged. Do not use the product if there is doubt as to whether the product is sterile. Store in a dark, dry, cool place. Avoid extended exposure to light. Upon removal from package, inspect the product to ensure no damage has occurred.¿ a review of the device history record (DHR) was also conducted as a part of the investigation to check for failure related nonconformances and additional complaints. The DHR for the complaint lot found no nonconformances. A database search found no additional complaints from the lot. There is no evidence of nonconforming material in house or in the field. Based on the device failure analysis, device history record, and device master record, there is no indication the device was manufactured out of specification. After review of the information provided, the examination of returned product, and the results of the investigation, the most likely cause of this event is shipping damage. The appropriate personnel have been notified. Per the quality engineering risk assessment no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.